Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. The procedure was completed with a second ultratome¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device was performed and no visual defects were noted. The returned device looks under good condition without evidence of damages or anomalies. The device was introduced inside the duodenoscope and the initial tip orientation was found within specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause is not confirmed returned. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. The procedure was completed with a second ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.